Manufacturer narrative:
The device was not returned and could not be investigated. The physician was unaware that the MRI needles possess air-gap insulation and, therefore, not insulated. Vacuum sleeve failure is a known potential malfunction. The risk to the patient is the potential for a skin burn due to frost on the needle shaft. Galil medical's labeling includes precautions instructing users to protect the skin with warm saline, when appropriate. The case was completed with the patient experiencing superficial lesion. If additional information becomes available a followup report will be filed.

Event description:
It was reported that during a MRI procedure there was observation of a skin burn due to an apparent procedural issue. During follow-up, the doctor confirmed that he does not use any form of external/topical skin protection as a standard of practice. He stated that they had a glove filled with warm saline as well as a continuous flow of warm saline that was run over the needle insertion sites. The tumor was superficial (appx 2cm below the skin). 7 icerod needles were placed at fairly steep angles in alternating opposing directions to allow for tumor coverage at a more superficial angle. Based on the imaging, the frost bite was from the shaft contacting the skin. It is unknown if any treatment was performed.